Event description:
It was reported that the target lesion was located in the right coronary artery (rca). The 2.5 x 12 mm trek balloon was positioned at the lesion and attempted to be inflated; however the balloon did not inflate. A leak was noted in the proximal shaft near the hub. The device was exchanged for another balloon to complete the procedure. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue and leak were confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.